Manufacturer narrative:
Based on the claim against the product by the customer noting that the tip-up fenestrated grasper (tufg) instrument tip as displaced from the shaft, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tufg instrument was analyzed and found to have a broken main tube. A piece measuring proximately 0.168¿ x 0.128¿ was not returned with the instrument. Additional observation, which was not reported by site was that the instrument was found to have dried residue on the clamping pulleys. The complaint regarding the dislodged tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Review of the provided image is consistent with the alleged complaint: the tufg instrument proximal clevis was dislodged from the main tube. Root cause of the failure mode cannot be confirmed without the returned device. The probable root cause of a broken/cracked main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted sigmoid colectomy surgical procedure, the tip-up fenestrated grasper (tufg) instrument tip was displaced from the shaft, and it could not be removed properly from the cannula. The tufg instrument was removed together with the cannula out of the patient¿s body. The customer used a backup instrument and cannula to continue with the procedure. The tufg instrument was partially destroyed upon removing from the cannula. The procedure was completed with no reported injury. Follow-up was performed with the initial reporter additional information was obtained. The instrument was inspected prior to use with no issue. Port incision was not increased to remove the instrument and the cannula together. The damaged and missing material occurred outside of the surgical procedure. There was no fragment falling into the patient¿s anatomy. The patient did not return to the hospital due to any post-surgical complications. The procedure was delayed about five minutes.